Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation, device evaluated by MFR - the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As this specific whisper hi-torque guide wire has both a brachial and femoral marker located on the proximal segment of the guide wire the investigation determined the reported difficulties appear to be related to circumstances of the procedure as likely the physician inadvertently mistook the guide wire as one which should only have one marker. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion in the distal ostium artery. An additional marker was found on the 014 whisper guide wire, beyond 30 millimeters from the tip. The procedure was successfully completed using an unspecified device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.